Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is included in the shortened replacement window product advisory population, declared elective replacement indicator (eri) after approximately 51 months of implant. The device remains implanted and in service approximately two months after eri declaration, with a current battery monitoring voltage of 2.37 v and a charge time of 22 seconds. The possibility of premature battery depletion was discussed.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 1. The home patient (hp) stated a supply bag fell and disconnected. The sample was discarded. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).